Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0216836v, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has spasms and a fracture in the same area of the insertion site of the device. No further complications are anticipated.